Manufacturer narrative:
Explanted date - the device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after removing a 6fr destination from the right femoral artery, the angio-seal device did not seal as normal. A strong flow from the groin access site was observed. Manual pressure was applied, and hemostasis was achieved. The physician stated that the device did not tamp down like normal. The patient had pulses and was stable. The procedure was completed. The estimated blood loss was less than 250cc. Additional information was received on 05mar2020. The procedure performed prior to the use of the angio-seal device was a left leg angiogram. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The physician stated that it did not feel right when tamping the collagen.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The sheath was returned mated with the carrier tube assembly along with partially opened poly-foil pouch. The bent arteriotomy locator and guidewire were returned as well. Visual inspection revealed a curve bent at the blood inlet hole of the arteriotomy locator. The hemostasis sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The clear shrink wrap marker was observed in the exposed portion of the suture. Tension was applied to the exposed suture and no suture was present into the spool. No anchor, collagen, and tamping tube were returned. There was a kink present in the hemostasis sheath. The overall device condition is consistent with full deployment. The distal end of the exposed suture was examined under the microscope. The distal tip appeared blunt as through the suture was cut with a sharp edge. No other anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that improper positioning of the anchor within the vessel, underlying patient anatomy or physiology, or improper or incomplete tamping the collagen may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.